Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 258 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. However, we were unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No prime alarms noted. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The drive support was inspected and no anomaly noted. The insulin pump was received with cracked case at display window corners and reservoir tube. The insulin pump was received with broken battery tube threads, cracked belt clip slot and minor scratches on lcd window.